Event description:
It was reported that the patient presented to the emergency room with chest pain and muscle stimulation. Upon review it discovered that the right ventricular lead exhibited no sensing, low impedance, loss of capture. The patient was scheduled for a lead revision the same day. During the procedure the helix would not retract, and the stylet was jammed in the lumen. The lead was explanted and replaced. There were no patient consequences.